Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. A trend (non-adverse) was identified indicating that the triathlon ankle clamp (cat# 6541-2-609) plastic components are prone to fracture.

Event description:
It was reported during the removal of ankle clamp, piece broke off.

Event description:
It was reported during the removal of ankle clamp, piece broke off.